Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that status indicators on the power distribution unit (pdu) were not active indicating an issue with pdu fantray and direct current power supply (dcps). To resolve the reported issue, the fse replaced the pdu fantray and dcps. After the replacement, the system was returned to use in good working order and ready for clinical use. The pdu fantray and dcps was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.